Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s father reported via phone for black and white flashing screen. The customer¿s blood glucose level was 215 mg/dl. Customer¿s father reported that customer came home from playing kickball and then the pump started going off while the customer was in the bathroom. Customer was advised on troubleshooting that the pump is being replaced. The insulin pump will be returned for analysis.